Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during calibration, the refractory of the external pulse generator (epg) was out of specification. The status of the epg is unknown. There was no patient involvement.